Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2012-00437 and MFR. Report # 3005099803-2012-00438). It was reported to boston scientific corporation that two autotome rx sphincterotomes were used during a endoscopic sphincterectomy (est) procedure. According to the complainant, during the procedure, the autotome was advanced to the intended position, sphincterotomy was started and the cut wire broke. No part detached inside the patient. A second autotome was obtained and while performing a sphincterotomy, the cut wire broke. No part detached inside the patient. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2012-00437 and MFR. Report # 3005099803-2012-00438). It was reported to boston scientific corporation that two autotome rx sphincterotomes were used during a endoscopic sphincterectomy (est) procedure. According to the complainant, during the procedure, the autotome was advanced to the intended position, sphincterotomy was started and the cut wire broke. No part detached inside the patient. A second autotome was obtained and while performing a sphincterotomy, the cut wire broke. No part detached inside the patient. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patients age is unknown, however, the patient is over (B)(6). (B)(4) the reported event of cut wire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation results: visual evaluation of the complaint device found the exposed cut wire to be bent and broken. One end of the broken cut wire attached to the anchor at the distal pierce hole while the other end had retracted inside the lumen of the extrusion through the proximal pierce hole. The broken ends of the exposed cut wire and the pierce holes appeared burnt. The outer diameter of the exposed cut wire meets specifications. Also, the extrusion at the distal tip was ripped from the wide brown band where the manufactured open guide wire channel ends to the narrow blue band at the tip, tearing open the closed extrusion through the distal tip. Examining the blackened ends of the broken cut wire, it appears that the exposed cutting wire snapped likely due to being grounded against some part of the scope and/ or higher power settings. The damage is likely due to anatomical/procedural factors. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all manufacturing specifications.